Event description:
The manufacturer received information respiratory tract irritation, inflammatory response, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 09/25/2025 and section h11 should be reported as: the manufacturer received information respiratory tract irritation, inflammatory response, cancer. There was report of serious or permanent harm or injury. In box d: product brand name, common device name, model number, catalog item identifier and product UDI were updated.